Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 550312.

Event description:
It was reported that the patients cervical leads had high impedances and had migrated. The patients implantable pulse generator (ipg) and cervical lead were replaced. The patient was doing well postoperatively. The explanted device components were discarded facility policy.